Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial lead exhibited high pacing impedance. No intervention was performed. The patient was in stable condition.